Event description:
It was reported that a user on day three of ilet pump use experienced early morning low glucose events, with a documented glucose value of 54 mg/dl and had been pausing insulin and occasionally overtreating; education was provided to treat with 5¿15 g carbohydrates every 15 minutes without pausing insulin and to announce meals accurately. Customer support provided troubleshooting and education. Investigation of this case revealed the cause of hypoglycemia was unclear. Symptoms included feeling weak, foggy, and out of it during the event. Outcomes included transient interruption of daily activities due to symptomatic hypoglycemia. It was concluded that no device malfunction was identified and user behavior and physiological variability could not be excluded. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.